Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 16707508.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances and a suspected fracture. The patient underwent a lead replacement procedure. The patient was doing well post-operatively and the explanted devices were discarded.